Event description:
It was reported that the patient underwent a full revision due to high impedance. Product return is not expected per historical hospital policy. No further relevant information has been received to date.

Event description:
It was reported that the patient's vns had high lead impedance with resultant low output current. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.